Manufacturer narrative:
Date sent to the FDA: 01/08/2021. H6 component code: g07002 ¿ device not returned. The following information was requested, but unavailable: the patient demographic info: age, gender, weight, bmi at the time of index procedure? Date, name and/or indication of index surgery? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Were there any pre-existing signs/symptoms of active inflammation/infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Patient symptoms manifestations of infection (location, severity, appearance, systemic or local reaction). How was the infection diagnosis confirmed? Were cultures performed? Results? How was it identified that package was damaged and caused infection? What was the damage of the package? What medication was given to treat the infection? Please specify. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during re-suturing re-operation? Date of the suture removal and re-suturing procedure? What was used for re-suturing? Other relevant patient comorbidities/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to this event (infection)? What is the patient¿s current status? Do you have any photos of damaged package to provide? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pjbdglt0 number, and no non-conformances. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure? Date, name and/or indication of index surgery? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Were there any pre-existing signs/symptoms of active inflammation/infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Patient symptoms manifestations of infection (location, severity, appearance, systemic or local reaction) how was the infection diagnosis confirmed? Were cultures performed? Results? How was it identified that package was damaged and caused infection? What was the damage of the package? What medication was given to treat the infection? Please specify. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during re-suturing re-operation? Date of the suture removal and re-suturing procedure? What was used for re-suturing? Other relevant patient comorbidities/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to this event (infection)? What is the patient¿s current status? Do you have any photos of damaged package to provide?

Event description:
It was reported that the patient underwent an unknown surgery on unknown date and suture was used. It was reported that the patient experienced infection next day after suturing the wound in the surgery. After diagnosis, it was found that it was caused by damaged package prior to the surgery. It was also reported that the suture was changed for another one to re-suture wound again. Additional information has been requested.